Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was not able to be programmed into closed loop. An x-ray identified that the two implanted leads were coming into contact. A lead revision was performed, the patient was programmed, and therapy was restored.

Manufacturer narrative:
The explanted evoke 12c percutaneous lead kit - 60cm was not returned to saluda. The cause of lead migration resulting in implanted leads coming into contact could not be established. Lead migration which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. The manufacturing records, including sterilization records, were reviewed and the product met requirements for release.